Manufacturer narrative:
On 2/28/1997 initial report was forwarded on the mfg plant requesting full investigation and report of evaluation. Based on the fact that the product was not recieved and there was no lot info given the mfg plant was unable to perform an evluation. Past history of complaints of this type have been due to nicking, suturing, and tissue ingrowth; all of which are included in the product data sheet. Triage #: 161096. This was the second copy of a medwatch form that we have received from this hosp. Both of the medwatch's are based on the same event, but both give some different info.